Event description:
It was reported from the emergency room that the catheter was inserted by the surgeon observing the rupture of the catheter. The same procedure was performed four times to the same patient with the same result. After requesting further information, the distributor's response was that a site visit was made to the hospital and they couldn't get any additional information. There is no further information on this event. Reference MDR #9680764-2010-00026 for the first event, MDR #9680794-2010-00027 for the second event and MDR #9680794-2010-00029 for the fourth event involving same patient.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.